Manufacturer narrative:
As the rv lead remains in service and will not be returned, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to noise being oversensed on the right ventricular (rv) lead. In addition, the pacing impedance measurements on the rv lead were above 2,000 ohms. A revision was performed and the rv lead was disconnected from the ICD and tested on the pacing system analyzer (psa); all lead measurements including the pacing impedance were in normal range. The physician connected the rv lead back to the ICD and both out of range measurements and noise were observed. The ICD was explanted and replaced. The rv lead was then connected to the new device and again, noise and out of range measurements were observed. The is-1 portion of the rv lead was capped and a new pace/sense lead was implanted. When the pace/sense lead was connected to the old ICD, out of range measurements and noise were observed. When connected to the new device, no anomalies were noted. The rv lead remains implanted for defibrillation purposes only and the explanted ICD will be returned for laboratory analysis. No additional adverse patient effects were reported.